Event description:
Attorney sent letter of intent to (B)(6), date stamped (B)(4) 2012. The letter states the patient alleges "injuries sustained as a result of acuvue oasys contact lenses on (B)(6) 2011." Additional information has been requested. This event is being reported due to notification of possible litigation by attorney representing complainant. If additional information is received, will report within 30 days of receipt. MDR reportable event trends are reviewed quarterly in executive management review meetings.

Manufacturer narrative:
Device labeling single use or reuse. Method: device not returned. No evaluation will be performed. Conclusions: no conclusions can be drawn.